Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had devloped an abscess under the lifevest. The patient reported that the abscess became infected. There was no alleged device malfunction. The patient's physician drained the abscess, prescribed antibiotics, and covered it with a bandage. The physician also instructed the patient to remove the lifevest until his skin was healed. Follow-up indicated that the abscess was healing.